Manufacturer narrative:
Date of event: described by the facility as occurring "last week". Device available for evaluation: no information has been provided concerning the return of the product. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed at an unspecified date for nephrostomy exchange drainage. After an unspecified period of time, the hub was confirmed to have separate from the catheter and another procedure was needed to exchange the drain. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc catheters include both hub separation and leakage as a potential failure mode. And the technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighted against the benefits. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the review of current documentation, there is no evidence to suggest the existence of issues or gaps that could contribute to the release of nonconforming product related to the reported failure mode. A review of the device history record could not be completed because the lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.